Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: vena cava filter was placed infrarenal secondary to deep vein thrombosis. Six years post filter deployment, CT abdomen showed filter at l3/4 with one prong completely outside the vena cava lumen abutting the right lateral wall of the aorta and four additional prongs penetrating through the inferior vena cava wall. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on review of the medical records, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for tilt, detachment, and migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date: 09/2013, manufacturing date: 09/2010, (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated to the aortocaval space, and the filter struts have perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated to the aortocaval space, and the filter struts have perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: a vena cava filter was placed infrarenal secondary to deep vein thrombosis. Approximately six years post filter deployment, a computed tomography scan of the abdomen demonstrated the filter at l3/4 with one prong completely outside the vena cava lumen abutting the right lateral wall of the aorta and four additional prongs penetrating through the inferior vena cava (ivc) wall. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for tilt, detachment, and migration as no objective evidence has been provided. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 09/2013), g4, h4 (09/2010), h6 (device code: 4001). H11: h6 (patient code). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.